Event description:
Reported as "repeated helium leak alarm". No report of patient harm or injury. No medical intervention was required. Therapy was discontinued. The patient expired two hours after the pump was disconnected. However, the patient's death is not directly attributed to the device.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "repeated helium leak alarm" is not able to be confirmed. The product was not returned for investigation. According to additional information received, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: section d.4.-UDI # removed as the batch number was not reported; therefore, the full UDI number is not available.

Event description:
Reported as "repeated helium leak alarm". No report of patient harm or injury. No medical intervention was required. Therapy was discontinued. The patient expired two hours after the pump was disconnected. However, the patient's death is not directly attributed to the device.